Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a photo was sent that demonstrated the issue. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5093593. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a box of bd vacutainer® plastic urine collection cup had bent cannulas and cracked stoppers. No injury or medical intervention was reported.